Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the functioned as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that while registering with fiducials, the system beeped as if the point registered, however after initializing, the status did not move from blue to red/yellow/green. The first registration noted an error of 3.5, the second registration error at 3.6. The surgeon opted to complete the procedure with the use of an alternate navigation system. There was a reported delay to the procedure of 20 minutes due to the reported issue. There was no impact to patient outcome.

Manufacturer narrative:
Investigation analysis was initiated through archive/image analysis. Analysis found that they were inconclusive. So me touch points were green and yellow and some are blue. Registration metric was at 3.5 and 3.6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software engineering analysis determined this a known anomaly tracked through test track 41790 and references to this case have been added to that record. Software registration function failure. If information is provided in the future, a supplemental report will be issued.